Event description:
A 26mm dimaeter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 10/2004. The pt had a large infrarenal aneurysm with moderate renal insufficiency. It was reported that the pt's iliac arteries had some posterior plaque, but not apparent significant stenosis. The aorta had extrem tortuousity and came off very sharply. It was reported that the stent grafts were deployed with some difficulty; however placement of the stent graft was accurate. A retrograde film showed there were subintimal dissections on the left and right side, which were thought to be an endoleak. Both iliac were ballooned with 14mm x 4cm balloons after which the blush appeared to have resolves and there was no evidence dissection. The pt was sent to recovery in good condition. In 2004 it was reported that the pt expired a few days after the procedure; however, the cause of death was not related to the stent graft.